Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tamper seal was intact and there was no external damage noted. A review of the event history log was unable to confirm the reported event. The customer's problem was confirmed using delivery accuracy testing. During three different tests, all of the tests were found to be over the manufacturing specifications. The pumps expulsor was replaced to bring the delivery into more nominal of a range. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a cadd solis pump was over infusing and failed during testing. No patient injury was reported.

Event description:
It was reported that a cadd solis pump was over infusing and failed during testing. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tamper seal was intact and there was no external damage noted. A review of the event history log was unable to confirm the reported event. The customer's problem was confirmed using delivery accuracy testing. During three different tests, all of the tests were found to be over the manufacturing specifications. The pumps expulsor was replaced to bring the delivery into more nominal of a range. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.